Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced delayed low-glucose alerts after self-treatment and intermittent app freezing that required force closing and restart while using an ilet system with a dexcom g7; the user treated the low with 15 grams of oral carbohydrates and reported a nadir in the 60s with approximately 30 minutes of hypoglycemia, with the cause unclear. Symptoms included hypoglycemia with associated shaking or tremors and hot flashes or flushing. Outcomes included an unexpected medical intervention consisting of oral glucose administration. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to determine a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.